Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
Covidien reference number: (B)(4).